Manufacturer narrative:
The catalog number is unknown, if received it will be provided. Complaint conclusion: as reported, the patient underwent placement of the trapease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, recurrent bilateral lower extremity deep vein thrombosis (dvt) requiring hospitalization, thrombosis above and below the filter, repeat thrombolysis, and perforation of the mesenteric. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was reported that there was perforation of the ivc and surrounding tissues; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Blood clots, dvt and thrombosis within the filter and vasculature do not represent a device malfunction and may be related to the underlying coagulopathy issues that are patient specific. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Complaint conclusion: as reported, the patient underwent placement of the trapease inferior vena cava (ivc) filter. Per the patient medical records, the filter was implanted inferior to the lowest renal vein due to multiple pulmonary emboli which were symptomatic. Due to recent surgery, patient was not a candidate for lytic therapy. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, recurrent bilateral lower extremity deep vein thrombosis requiring hospitalization, thrombosis above and below the filter, repeat thrombolysis, life-long anticoagulation and perforation-mesenteric. Per the patient profile form (ppf), the patient was hospitalized approximately five months post implantation due to recurrent bilateral le dvts and aki. The patient had repeat thrombolysis. A CT report approximately five years post implantation indicated mesenteric perforation. The patient reports perforation of filter strut(s) outside the ivc, blood clots, clotting, and/or occlusion of the ivc, and long-term anticoagulant therapy. The patient also reports severe swelling in the legs. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Blood clots, dvt and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Swelling of the legs and acute kidney injury do not represent a device malfunction and maybe related to underlying patient issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, recurrent bilateral lower extremity deep vein thrombosis requiring hospitalization, thrombosis above and below the filter, repeat thrombolysis, life-long anticoagulation and perforation-mesenteric. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, recurrent bilateral lower extremity deep vein thrombosis requiring hospitalization, thrombosis above and below the filter, repeat thromboysis, life-long anticoagulation and perforation-mesenteric. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information was received per the patient¿s implant records: the filter was implanted inferior to the lowest renal vein due to multiple pulmonary emboli which were symptomatic. Due to recent surgery, patient was not a candidate for lytic therapy. According to the information received in the patient profile form (ppf), patient was hospitalized approximately five months post implantation due to recurrent bilateral le dvts and aki. The patient had repeat thrombolysis. A CT report approximately five years post implantation indicated mesenteric perforation. The patient reports perforation of filter strut(s) outside the ivc, blood clots, clotting, and/or occlusion of the ivc, and long-term anticoagulant therapy. The patient also reports suffering from severe swelling in the legs.

Manufacturer narrative:
Additional information was provided and is available in: (evaluation codes); code 3191: acute kidney injury (aki). The implant date was confirmed to be accurate. Additional information is pending and will be submitted within 30 days upon receipt.